Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient experienced a seizure, of note, the patient uses tandem tslim in modified closed loop. The cgm device was displaying inaccurately high glucose readings. Despite these elevated sensor values, a confirmatory fingerstick test conducted by the reporter showed a blood glucose level of only 117 mg/dl. The cgm at that time was not documented. This discrepancy prompted the reporter to attempt calibration of the cgm. However, the patient described that the calibration was failing¿despite multiple attempts, the sensor readings did not align with the actual blood glucose levels. Over the next few hours, the reporter continued to perform fingerstick tests and attempted further calibrations, but the cgm continued to report erroneous data reaching as high as 286 mg/dl. Because the insulin pump was operating in automatic mode, it continued to deliver insulin based on the falsely elevated cgm readings. This led to a dangerous drop in the patient¿s blood glucose level, eventually reaching 36 mg/dl, which triggered a seizure. At the time of the seizure, the cgm display and/or its connected device likely still showed misleadingly high glucose levels, and any notification alarms may not have accurately reflected the hypoglycemic state. To manage the emergency, the reporter administered baqsimi nasal spray 3 mg, which successfully raised the patient¿s blood sugar level. Fortunately, the situation was stabilized without the need for urgent care facility intervention. The patient was noted to be fine during the next-day report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The data investigation found a difference in values that fall within the b zone of the parkes error grid. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient experienced a seizure, of note, the patient uses tandem tslim in modified closed loop. The cgm device was displaying inaccurately high glucose readings. Despite these elevated sensor values, a confirmatory fingerstick test conducted by the reporter showed a blood glucose level of only 117 mg/dl. The cgm at that time was not documented. This discrepancy prompted the reporter to attempt calibration of the cgm. However, the patient described that the calibration was failing¿despite multiple attempts, the sensor readings did not align with the actual blood glucose levels. Over the next few hours, the reporter continued to perform fingerstick tests and attempted further calibrations, but the cgm continued to report erroneous data reaching as high as 286 mg/dl. Because the insulin pump was operating in automatic mode, it continued to deliver insulin based on the falsely elevated cgm readings. This led to a dangerous drop in the patient¿s blood glucose level, eventually reaching 36 mg/dl, which triggered a seizure. At the time of the seizure, the cgm display and/or its connected device likely still showed misleadingly high glucose levels, and any notification alarms may not have accurately reflected the hypoglycemic state. To manage the emergency, the reporter administered baqsimi nasal spray 3 mg, which successfully raised the patient¿s blood sugar level. Fortunately, the situation was stabilized without the need for urgent care facility intervention. The patient was noted to be fine during the next-day report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. B6 relevant tests/laboratory data,inclu - additional . H2 additional information.